Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the anchor broken, where some of the broken fragments were returned for evaluation. Additionally, the suture was found cut and frayed at its edges. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the investigation findings, the root cause is traced to procedural variables, such as improper handling of the device or product interaction during the procedure. Where axial misalignment may had occurred and sub-consequently led the anchor to break/damage. Furthermore, for the suture damage observed, potential cause can be traced to improper handling and/or a possible over-tensioning of it, which could have lead to breakage/damage of the suture. As per IFU, the next precautions need to be followed: 1) inspect all instruments for damage before use; 2) axial misalignment or levering with the anchor upon insertion, may result in anchor or inserter fracture; 3) apply tension (normal force) on suture lengths, as excessive force may overload the anchor or suture; and 4) use the sutures provided for soft tissue fixation. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the gryphon p br ds anchor w/oc device anchor broke off. All broken parts were removed. Another device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.